Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing pain, like a bolt of lightning shocking them. The patient also suspected a malfunction with the implantable pulse generator (ipg). The device remains in use. No further patient complications have been reported as a result of this event.